Event description:
On 5(B)(6) 2025, a patient's mother reported their dependent was running high (high of 330 mg/dl) earlier that day after a meal, which the pump corrected, however the patient's were going low, with a reported low of 55 mg/dl. The mother gave the patient apple juice, mountain dew and a glucagon shot, which rose their bgs to 280 mg/dl. The mother reported the patient's bgs were dropping again after the fluids and glucagon shot. The mother disconnected their dependent from the ilet. The agent followed up on (B)(6) at 3:05 pm and the mother reported she drove the patient to the ER. The patient was monitored in the ER and released later in the day. The mother reported the patient was doing fine.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high and low glucose. The logs also show that at 11:18 pm, an infusion set change was performed. After the set change, the ilet was paused which remained active throughout the next day (B)(6), which is consistent with the reported event. Based upon the information provided, a cause for this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.